Event description:
It was reported that the image quality on the 9800 system was poor during a case. Case completed with another c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system checked within specification. The system was tested and found to be working as intended and placed back into svc.